Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively and during a magnet response demonstration, the implantable pulse generator (ipg) would not change rate when the magnet was applied. The ipg remains in use. No patient complications have been reported as a result of this event.